Event description:
Caller reported a malfunction on the pump, identified as malfunction 199 with a specific malfunction code of 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller by providing pump reset information and helped reset the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump, with instructions to call back if the issue reappeared.